Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 400 mg/dl the customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal. Customer was advised to contact their doctor about their pump settings as the customer had the pump settings written down but they were different than the settings in the pump. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot.